Manufacturer narrative:
F10 / h6 device code grid - corrected from activation failure to difficult or delayed activation due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications, because the product was not returned. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the tortuosity of the patients anatomy was described as 'moderately'. It is reported that 'during the implantation of the subject stent in telescoping inside a flow diverter device, there was no opening of the distal end of the stent even though 30% of its distal length was released. The stent was released by a microcatheter'. In the follow-up gfe questions it was asked 'what condition was being treated?'. The answer provided was' a case of telescoping. The patient had a flow diverter that closed in its distal region'. On this occasion it appears that the atlas stent was being deployed inside a flow diverter in an attempt to open the distal portion of the flow diverter stent. This is not the intended use of the subject stent. The instructions provided in the dfu indicate it is to be used for 'the treatment of wide-neck intracranial, saccular aneurysms arising from a parent vessel with a diameter of greater than or equal to 2 mm and less than or equal to 4.5 mm'. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the endovascular procedure, the subject stent is implanted in telescoping inside the flow diverting device there was no opening of the distal end of the stent even though 30% of its distal length was released. Patient's anatomy was moderately tortuous. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the endovascular procedure, the subject stent is implanted in telescoping inside the flow diverting device there was no opening of the distal end of the stent even though 30% of its distal length was released. Patient's anatomy was moderately tortuous. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.